Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited high output. The device was reprogrammed. The patient would continue to be monitored.